Event description:
A patient reported they had been in the hospital for neck surgery on (B)(6). The patient stated the neck surgery was not related to the device and it was for a separate issue, but that she was going to have to call to make sure that she wasn¿t going to have to get a revision on her device because her cervical 5, 6, and 7 vertebra were messed up so they did surgery on her spine. The patient noted they needed to make sure it didn¿t affect the device, since it was near part of her spine. The patient stated that had ¿revised¿ her device because she had surgery on her neck to fix her neck because it was basically broken at the time and the device was affected from the surgery. It was noted the manufacturer had the ¿revision¿ as the date the device was replaced. The patient is implanted or urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.